Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right knee rev - original surgery done (B)(6) 2015. Patient complained of pain and range of motion concerns. Removed patella, poly and tray. Tibial component was loose, implant to cement. Doi: (B)(6) 2015. Patient received a right knee lateral uka conversion to a primary attune to treat pain secondary to advanced degenerative joint disease. The manufacturer of the explanted uka is unknown. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Dor: (B)(6) 2019. Patient received a right knee revision to treat pain secondary to patellar adhesions and tibial tray loosening. Upon entering the joint, the surgeon identified and debrided peripatellar adhesions and synovitis. The patella was well-fixed but revised to treat the abundant adhesions and synovitis. The tibial tray was loosened and debonded at the cement to implant interface and revised. There was no reported product problem with the explanted tibial insert. The femoral component was well-fixed and retained. The patient received depuy revision products utilizing depuy cement x 3. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h6 (device code).